Event description:
It was reported that during a pre-use check, the customer noticed medical fluid was leaking from the medication bag attached to smiths medical pump. No patient injury.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop. P/n 21-7302-24 received without original packaging after decontamination. The product was visually inspected under md01-003 rev. 102. Section 3.0. Functional testing was done with syringe with infusing water into the cassette bag according IFU as10011890-002 rev. 100. Cassette leaking was confirmed. The manufacturing process was reviewed prior to release, which revealed no discrepancies. Below detection mitigations on placed are following during manufacturing process: per qp 67-2265 rev.116 quality sample 15 units at an interval of two (2) hours and 30 minutes, prior to placing product in bag in order to verify parts are free of damage, scuffs, pinch marks, etc),cracks, crazing, cuts, or other workmanship defects that can affect assembly appearance and function. Root cause investigation and corrective actions will be follow by CAPA process, through CAPA-000713 open on september 22nd 2020. By the date that this investigation report is documented CAPA-000713 is under investigation phase. The expected due date of this investigation phase is november 23rd 2020.